Event description:
I am brca-1 positive and have had cancer twice in 1983 and a different type in 1984. Chemotherapy was utilized in the first along with radiation both times post-lumpectomy surgery. I had been deemed clear until 2016 when I had bi-lateral breast cancers, again each a different kind. On (B)(6) 2016 I received a bi-lateral mastectomy and simultaneous reconstruction. My oncologist did not believe chemotherapy nor radiation were required due to the complete mastectomies and types of tumors. At the time of mastectomies allergan textured expanders were placed in each breast area, and on (B)(6) 2016 the expanders were replaced with allergan textured ¿teardrop-gummy-bear¿ implants. I was scheduled separately for follow-ups with both breast surgeon who performed the mastectomies and the reconstructive plastic surgeon who placed the implants, along with the oncologist. My follow-ups were initially at every three months, then six months, then one year through three years post surgery, with the exception of the oncologist who continues to monitor me every three months with lab work for tumor makers, etc. Immediately after the surgery I experienced the sensation that my chest had been wrapped in duct tape and I could not take a full inhalation. This seemed to be deemed as normal post-implant surgery. I noted an extensive drop in energy and mentioned to both surgeons that I felt exhausted. Over time this worsened to feeling extreme exhaustion-again mentioned every time I saw either- all I was told, through my last visits with them last year, was they did not know why. My symptoms worsened to the point of being disabling: joint pain-arthralgia and myalgia with extreme shoulder/deltoid pain to the point it is difficult dressing, insomnia-waking up in pain nightly palpitations, cognitive problems-especially with short-term memory, hair loss, low-to-no libido, migraines, total spinal pain with constant headaches- to the extent that cervical/brain MRI was ordered and physical therapy was performed for several months to attempt to alleviate-to no avial, drug intolerance-even with common antibiotics, extensive upper body muscle weakness, etc. I will note I was a very fit woman prior to the implants, running or walking 3-5 miles daily, lifting free-weights, utilizing my (B)(6) machine, 300 sit-ups daily, etc., and constantly performing physical labor on the house where I live. Today I can barely manage 5lb. Weights, and I keep trying to return to strength. In (B)(6) of 2019 I experienced extensive left breast swelling, redness and head and contacted my reconstructive surgeon. She placed me on antibiotics-three different kinds as I reacted with each kind from hives to extreme headaches. After a week the swelling subsided and I managed to also see my breast surgeon whop performed an ultrasound and found no abnormality. She did not know why the infection had occurred. Shortly after that I found the specific implants I had received had been recalled worldwide due to findings the were a causative factor of bia-alcl. I believe explant of the implants to be the only solutions, and with bia-alcl having occurred with patients whose capsules were left intact post-explant, the solution seemed to require en-bloc explanation. My reconstructive was not willing to perform such and fearing for my life a benefactor funded my en-bloc explant. For the first month post this surgery my symptoms abated immensely, but sadly have returned to about 75% of what they were. I have read this is typical until silicone and/or heavy metal detoxification occurs. My implants were not retained post surgery, however, I do have the implant registration card and the surgical notes of the explanation and any problems noted. I believe that the surgeons I had did not know of breast implant illness, as despite my numerous complaints no solutions were given. The only attempts for solution were with the ordering of the cervical/brain MRI that showed no metastasis and warranted no relief with the physical therapy. FDA safety report ID # (B)(4).